Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not show changes to the patient's heart rate. The cns displayed the patient's heart rate at "around 70" bpm. When checking the ECG strip, the customer counted the heart rate to be "in the 40s" bpm. Customer did not explain what triggered them to count the heart rate. Cns logs were gathered for analysis of the event. Other relevant information was not provided: 1) patient-connect device model/sn and logs, 2) full disclosure and expanded waveforms screen cns logs were sent to the manufacturer, nkc, for analysis. No patient harm was reported. Service requested / performed: evaluation of log files: there were no logs where the silence alarms button was pressed from cns and gz. Since the warning alarm log for bradycardia remains, it is considered that the cns was operating normally at that time. Based on the log analysis, the cns device was working as intended. The bradycardia warning alarm at 11:17:33 shows that the cns detected abnormal heart rate (below alarm limit set at 55 bpm) and generated a corresponding alarm. Investigation summary: the overall risk of this event is determined to be medium. There is insufficient information to determine the root cause of the reported event of "cns displaying incorrect heart rate information." Available evidence shows the device operated normally and generated the corresponding alarm according to the reported heart rate (below 55 bpm). Since the reported issue was observational, it could neither be confirmed nor duplicated. The issue has not reoccurred on this cns nor at this customer site. Since a root cause could not be determined, no action could be taken. No CAPA is required at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
It was reported that the central monitoring system (cns) failed to alarm when the (heart rate) alarm limit is breached. No consequence or impact to the patient.

Manufacturer narrative:
The central monitoring system (cns) did not show any changes to the patient's heart rate. The cns displayed the patient heart rate around the 70's. The monitor tech in the monitoring room was asked if she saw anything on the patient's rhythm, she did not. She looked in the arrhythmia recall and nothing was noted. All of the filters were turned on. The monitor tech went into the actual rhythm strip and noted that the rhythm slowed down, but it did not capture in the arrhythmia recall and the heart rate number did not change. She counted out the strips and estimated that the patient had a bradycardia in the 40's. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central monitoring system (cns) failed to alarm when the (heart rate) alarm limit is breached. No consequence or impact to the patient.